Event description:
It was reported that impedance readings were <250 ohms. This was intra-operation for a new implant and impedances readings for electrode combos 0&1 were showing 50 ohms. The company representative reported that all other combinations were within normal range. They were thinking of closing due to those electrodes not being used in programming the patient. It was advised that the lead should be viewed to see if there was any visible damage and if so, it was recommended replacing the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).